Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: retention and returned devices for the reported lot were tested with clinical negative urine samples. All devices yielded expected negative results at 3 and 4 minutes. Manufacturing batch records of the final-product, relevant product components, and quality control release data were reviewed. No relevant non-conformances, deviations, or abnormalities were found. All quality control specifications were met. Retention and returned devices performed as expected during in-house testing and could not replicate the reported complaint. This issue will be subject to tracking and trending. Case details indicate urine samples with cloudiness or particulates not allowed to settle prior to testing. Per the package insert, urine specimens exhibiting visible precipitates should be centrifuged, filtered, or allowed to settle to obtain a clear specimen for testing. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
(B)(6) 2018: patient presented to the facility for an (B)(6) screening. Customer states urine pregnancy tests are performed on all patients of child-bearing age. Patient urine specimen was tested on the henry schein hcg urine cassette and the result was positive. The patient challenged the result as she did not think it was accurate. The same urine specimen was retested using the same kit and the result was negative. Confirmatory blood work was performed the same day. The serum quant result was <1 miu/ml. (B)(6) 2018: blood work was re-drawn for confirmatory testing and the serum quant result was again <1 miu/ml patient is considered to be not pregnant based on the two serum quant results of <1 miu/ml. The customer states there were no adverse patient outcomes reported. Customer did not allege a delay in treatment due to the false positive result. Troubleshooting occurred with a discussion about possible causes for unexpected results focusing on proper sampling technique, storage conditions and patient specific factors per the package insert (pi). The technical services specialist informed customer per the pi: urine specimens exhibiting visible precipitates should be centrifuged, filtered, or allowed to settle to obtain a clear specimen for testing.